Manufacturer narrative:
The subject device was returned for investigation. The reported failures of a balloon loss of pressure and detached balloon were confirmed. The device was received in two pieces with a break at the proximal portion of the balloon. A radial tear was also observed. All components were found to be present and accounted for confirming nothing was left inside of the patient. The balloon loss of pressure could possibly be attributed to interaction with patient calcium. The balloon loss of pressure could have prevented the balloon from fully deflating and the radial tear could account for difficulty in removal through the sheath. Force was applied to remove the device along with multiple sheath exchanges causing partial balloon detachment at the distal end. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the right and left common iliac arteries. 280 pulses were successfully delivered before a balloon loss of pressure occurred. Upon removal, the balloon became detached from the ivl catheter. The proximal end came out over the sheath while the distal tip of the balloon remained in the body and was stuck on the sheath. Snaring was performed to remove the detached portion of the ivl catheter. A dissection/injury to the left cfa was observed after multiple sheath exchanges and snaring of the distal portion of the ivl catheter. The patient was sent from the catheter lab to the operating room (or) for a surgical common fetal artery (cfa) repair. The patient had a successful repair of their cfa and has since been discharged.